Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed wash buffer concentrate boxes not being taped. Boxes were open from bottom. The wash buffer container fell down and wash buffer concentrate splashed into the face of the operator. Operator was wearing safety goggles, so no fluid splashed in the operator¿s eyes but contacted their face. No treatment was necessary.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The alinity s series concentrated wash buffer is a bulk solution used on the alinity s system. The information provided by the customer was reviewed and supports the complaint issue. Ticket and trending review determined no trends for the likely cause lot. Device history record review did not identify any potential non-conformances, non-conformances, or deviations associated with the likely cause lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity s series concentrated wash buffer, lot 30386fn00 was identified.